Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not pump. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse reported that the customer stated the ECG was not working or giving signal. The fse was unable to reproduce the reported issue. The iabp logs did not have any technical errors or recorded alarms. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.